Event description:
It was initially reported that there was an actual pt implication with this meshgraft and it was "not catching skin". Details obtained during clinical f/u, indicated that the zimmer meshgraft ii was not perforating skin even when sterile glove wrapper was placed under carrier.

Event description:
It was reported that the nail broke several months post-op. Patient was revised to remove and replace the nail. Patient's outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Per the instructions for use, "possible adverse effects" include:"nonunion or delayed union, which may lead to breakage of the implant.""bending or fracture of the implant."